Event description:
The patient was in the operating room for a left total hip replacement. After placing thefemoral component, we attempted to perform a trial reduction with one of the trialfemoral heads. However, the trial femoral head was loose on the trunnion of the femoralstem and would not lock in place. We tried to use other trial heads but they were allloose on the trunnion of the placed femoral stem. We opened a ceramic femoral headimplant of the appropriate size. When we attempted to place this ceramic femoral headcomponent on the trunnion of the femoral stem, it was also loose. Initially weconsidered removal of the stem. The extractor was threaded into the stem andback-malleting was performed. The stem was solidly fixed however. This patient had aremote history of femoral fracture and we did not want to apply excessive force in anattempt to remove the stem and risk refracturing the patient's femur. We thereforeopted to use a revision femoral head component which contained a deformable titaniumsleeve. The appropriate size was chosen and malleted into place on the trunnion of thefemoral stem. It seated appropriately and appeared to lock in place. It could not beremoved when tested.